Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician could not verify the customer's reported issue. Model lap top ventilator passed all testing and met all carefusion manufacturer specifications.

Event description:
The customer reported model lap top ventilator 950 reset with an audible alarm while connected to a patient. After the silence/reset button was pushed, the ventilator operated normally. The customer stated there are no allegations of patient injury or harm associated with the reported event.

Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.